Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump screen went out and was not working anymore. The customer states the batteries were replaced, but there were lines going through the screen. The call was dropped and no further information could be gathered at this time.